Event description:
It was reported that, at times, the patient¿s pump went under her ribs, causing her pain. The pump could also stick straight out or flop forward. The patient¿s managing healthcare provider (hcp) didn¿t want to do anything about it. However, the patient wanted a doctor to move the pump to a better place. The issue started on 2013-(B)(6) when the pump was implanted. The device system was used to deliver fentanyl.

Manufacturer narrative:
Concomitant: product ID 8709sc, serial# (B)(4), implanted: 2012-(B)(6), product type catheter. Product ID 8709sc, serial# (B)(4), implanted: 2013-(B)(4), product type catheter. (B)(4).

Manufacturer narrative:
Conclusion code no longer applies to the event.

Event description:
Additional information was received from the consumer regarding the delivery of fentanyl (10000mcg/ml, 1.888mcg/day) in an implantable pump for non-malignant pain. The pump was relocated on (B)(6) 2015. A couple days prior to the revision, a dye study was performed and it as discovered the patient was not getting medication. The patient thought whatever the implanting physician did in (B)(6) 2013 "made it so the patient was not getting any medication." "No one could get it to work right or put it on the right placement." The patient now has made the decision to have the pump removed. The patient was redirected to discuss pump removal with their healthcare provider (hcp). Additional information was received from a hcp on (B)(6) 2015 indicated the cause of the patient not receiving medication was catheter failure. The surgeon believed the catheter was punctured by a needle. The issue was thought to have been resolved after the revision on (B)(6) 2015. Records indicate the catheter was replaced ((B)(6) 2015).